Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not charged the ipg for over a year and is unable to establish communication with external devices. The sjm rep met with the pt and confirmed loss of communication. The pt is unwilling to have the ipg replaced at this time.